Manufacturer narrative:
(B)(4). G2: foreign: germany. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a tibial broach impactor instrument was fractured during an initial total knee procedure. There was a surgical delay of one (1) minute while another instrument was obtained to complete the procedure, however there was no patient impact or adverse events as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use with nicks and gouges. Additionally, the unit was fractured. Complaint has been confirmed via product evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to standard wear and tear from repeated use over seven plus (7+) years of use in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.